Event description:
The hospital reported that during the saphenous vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that there were non-conformities observed and the bisector and c-ring is fully retracted inside the cannula. The device will be further tested and a supplemental report will be submitted with the results.